Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was below 40 and around 30 mg/dl. Other blood glucose value mentioned was 84 mg/dl. The customer was treated with glucose tablets and glucose through intravenous. The customer was using continuous guard monitoring system. Customer reported that insulin pump system was not in use within 48 hours. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.